Event description:
Mitroflow lxa21 was explanted after 4.68 years and replaced by perceval pvs21.

Manufacturer narrative:
The manufacturer was unable to obtain any further information about this event. It is therefore not possible to determine the root cause of this event, and it remains unknown whether the event was device-related. However, based on the document review performed previously, no manufacturing deficits were identified. Device not available, unable to followup.

Manufacturer narrative:
The partial manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # lxa21, s/n # (B)(4), were retrieved and reviewed by quality control at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa21 mitroflow aortic pericardial heart valve at the time of manufacture and release. This event was reported to the manufacturer through patient tracking, the manufacturer is in the process of determining further information on this event from the physician.